Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00585004202 - distal femoral xt component size b - 64412627; 00585001296 - polyethylene insert xt size b - 64535496; 14-107018 - frdm cnstr hd 36mm t12/14 std - 281030; 11-107323 - freedom std face liner sz 24 - 723590. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00743, 0001822565-2020-00751.

Event description:
It was reported that the patient underwent revision approximately 2 months post implantation due to infection. It was noted that the head, liner, and hinge mechanism for the distal femur were removed and replaced.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) for identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.